Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An sjm rigid saddle ring was implanted in the mitral position; however, after the patient was removed from bypass, a tee revealed high gradients across the ring. Due to the patient's pre-existing, severe lv dysfunction, the patient could not tolerate an increased trans-mitral gradient. The sjm saddle ring was explanted and replaced with a 26mm non-sjm mechanical valve.